Event description:
It was reported that the patient experienced syncope and presented to the hospital. Upon interrogation, the right ventricular lead exhibited noise and loss of capture. The noise was not reproducible with isometrics. The lead was capped and replaced. The patient was fine post procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.